Event description:
It was reported that the patient's blood glucose rose to 398 mg/dl while wearing the pod. The patient's ketone level was 2 mmol. It was reported that "an anomaly was observed in the delivery of the basal rate in automatic mode". The basal delivery of 0.6 units of insulin occurred irregularly while the system was in automatic mode. No adaptation of the closed-loop was observed during this period, and no automatic injections occurred between these deliveries. Automatic mode was correctly activated, with no alarms or transfer to limited mode during the time period. The patient applied a new pod, which corrected the closed-loop injections.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms we are unable to confirm the reported condition or if it contributed to the condition of hyperglycemia. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.